Event description:
It was reported that an ilet user experienced hyperglycemia with a highest continuous glucose monitor reading of ¿high¿ and a confirmatory glucometer value of 539 mg/dl for over four hours, and the pump displayed high glucose alarms; the user subsequently changed all infusion supplies. Symptoms included nausea and increased urinary frequency. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device problem or a specific component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.